Event description:
A patient reported on (B)(6) 2016 that the implantable neurostimulator (ins) was causing pain at the implant site, which had been occurring daily. The ins had been implanted on the left side, but had to have it moved to the right side because it was causing them pain. It would also cause them pain if they bumped the area. After the ins was moved from the left side to the right side, it no longer caused them pain. This was noted to have occurred in (B)(6) 2016. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.